Manufacturer narrative:
E1: patient city: (B)(6). Patient country: czech republic. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number: (B)(4). Event occurred in czech republic. It was reported that the patient experienced hypoglycemia due to migraine on (B)(6) 2026 and the patient got treated with sugar tea. No further information is available.